Event description:
When the coil was connected to the cable; the system ready lamp did not illuminate. The detachment could not be conducted and removed safely. About six coils were deployed with no problem using the same devices before and after this coil.

Manufacturer narrative:
This MDR is being submitted as part of retrospective review as a result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting. Cc: the complaint received states that the micrusphere 10 platinum microcoil 2 mm x 2.5 cm (sph10020020 / unk) failed to deploy. When the coil was connected to the cable; the system ready lamp did not illuminate. The detachment could not be conducted and removed safely. About six coils were deployed with no problem using the same devices before and after this coil an enpower dcb was used. The pre-deployment check was done. There was no low battery light seen. A fault light was seen during use. Upon pressing the power button all lights illuminated. The green system ready light did not illuminate. During detachment the detachment light did not illuminate. There was no audible beep. There is no report of injury for the patient. The product was not returned for analysis. The manufacturing records for this lot were reviewed and did not reveal any relevant discrepancies, design or quality concerns. A search of our field surveillance database yielded no other complaints of this type with this lot. With the information available and without the product available for analysis the complaint could not be confirmed. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. It is difficult to draw a clinical conclusion between the device and the event based on the limited information available.